Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('debilitating pain/ e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cyst ("cyst"), alopecia ("hair loss") and depression ("deep depression"). The patient was treated with surgery (essure remove). Essure was removed. At the time of the report, the pelvic pain, cyst, alopecia and depression outcome was unknown. The reporter considered alopecia, cyst, depression and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Changed category event pelvic pain from non-serious to serious. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.